Event description:
It was reported that the customer was disappointed in the device longevity. The device has been implanted "just over 33 months and is near elective replacement indicator (eri)". The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the customer was disappointed in the device longevity. The device has been implanted "just over 33 months and is near elective replacement indicator (eri)". The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.